Event description:
It was reported that during a routine device check, episodes of inappropriate mode switching were observed. Patient was asymptomatic. A retrograde conduction test revealed the patient had premature ventricular contractions. Programming changes were made. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.